Event description:
It was reported that pump battery did not charge even when customer used tandem charging cable, wall adapter, and personal charging equipment, and customer expressed urgent need for assistance as warranty neared expiration. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support confirmed details, instructed customer to plug adapter into known working outlet for at least 30 minutes, advised customer to let pump battery fully deplete before return, and sent replacement pump with instructions to return problematic pump within 10 days and to enter pump settings and reconnect glucose sensor on replacement device.